Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had an issue with the cobas infinity core software. If a test is ordered for a patient many times on the same day, the orders are not sorted in chronological order on a graph seen in the validation screen in the software. Refer to the attachment for an example that was provided. On the right hand side of the screen, there is a chart which shows the evolution of result data over time for one patient test, "tropon". Several orders generated on (B)(6) 2018 are not displayed in a chronological order. No adverse events were alleged. The issue did not cause harm to patients. Investigations duplicated the customer's issue. There is an error in the source code of the software. The code to sort data in the evolution chart and table currently only sorts the results by creation date and order identifier, ignoring time of day. For a correct display, the code should include the time of creation in the sorting mechanism to have results sorted in the order of creation date plus the creation hour plus the order identifier. The numeric values of the results in the graph are correct, but the results are not graphed in chronological order. The chart will not show an erroneous chronology if the results are printed. In the printed report, the graph is calculated based on creation date plus the creation hour plus the order identifier. Although the chart can be seen by a physician, the chart is not used by the physician to perform the validation of results.